Event description:
It was reported that during central processing, the harmonic ace instrument was sterilized; however, at the end of the process, the tray was removed and the instrument was found to be jammed and broken. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The broken piece measuring approximately 10 in length was not returned with the instrument.